Event description:
The 6.5fr 30cm abcession pigtail catheter was placed percutaneously into a left renal cyst in 2003; cyst drained overnight. During the process of cyst sclerosing and catheter removal over a .035 guide wire, a portion of the catheter broke off. The fragmented catheter portion is 2-3cm long. CT completed demonstrating the catheter fragment to be within the renal cyst. Packaging was not kept.

Event description:
The instructions for use (ic 126) state: "warning: do not use this product with alcohol." "Indication for use : the catheters are designed for percutaneous drainage of fluids." The complaint investigation is inclusive. The complaint sample was not returned for evaluation. The incident date on this complaint sample was not returned for evaluation. The incident date on this complaint is october 21, 2003. The hospital did not report this comlplaint to angiodynamics or their sales representative. Angiodynamics was informed of this complaint from the FDA on may 21, 2004. Additional information has been requested from the hospital and to date has not yet been supplied. A review of the possible manufacturing records was conducted and indicated that all lots meet the required specifications prior to release. The exact cause of this complaint is unknown. This complaint type be caused from the use of alcohol or if the catheter was used for a purpose other than indicated in the instructions for use. Without the evaluation of the complaint sample and the additional information requested angiodynamics does not have enough information to conduct a complete investigation.